Manufacturer narrative:
This event was determined to be duplicate and investigation findings were submitted under MFR # 2916596-2018-01603.

Event description:
It was additionally reported that five months after heartmate ii (hm2) implantation, a driveline (dl) fracture occurred, necessitating pump replacement. Poor granulation developed at the dl exit site, and infection spread to the mediastinum. Omental filling was performed 15 months after pump replacement. Infection recurred in the pump pocket, and the device was replaced with a heartware ventricular assist device (hvad) 9 months after omental filling. No further recurrence occurred, and the patient underwent heart transplantation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.